Manufacturer narrative:
Device was returned damage and the test cannot be performed. Examination of the returned used device, item ia-2379, found device shaft damage (bent) and broken off from the device handle. Examination performed per print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 42,045 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised that if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Improper application or use of the dispersive electrode (pad) may result in a patient burn or poor performance of the ablator. This equipment is capable of producing a physiological effect and is for use only by licensed physicians trained in the use of this device. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ia-2379, was being used during a video arthroscopy on (B)(6) 2021 when it was reported "during a video arthroscopy at (hospital) in april 22th, the product fired by itself. The caltterium and board were replaced, however the problem has not been solve." An alternate ablator was used to complete the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no delay in the procedure and the device was being actively used when the incident occurred. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.